Manufacturer narrative:
Investigation conclusion: the customer¿s report of defective keypad was identified on the returned keypad. When the keypad was installed on the test fixture, the device automatically powered on and the keypad system on light stayed lit. This has been identified as a ¿watchdog error¿. Further internal inspection of the keypad circuit layer found a sign of contamination. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329. There was no patient involvement (npi). Device inspection: external and internal inspection was performed (qty 1 printec p/n tc10013664). During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the keypad was found with sign of contamination where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s report of defective keypad is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a front case keypad assembly was provided for the investigation.

Event description:
It was reported that there was a defective keypad issue. The issue was noted before patient use.